Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead with a different model was successfully implanted. The lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was conducted to assess lead electrical performance and inner insulation integrity, and all measurements were within normal limits. Microscopic inspection of the terminal pin assembly, lead body, and electrode tip revealed an anomaly in which the helix was stretched and contained tissue. Direct observation showed that the helix tip was deformed to the extent that it inhibited extension and retraction of the helix, which is a known risk associated with active fixation leads.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead with a different model was successfully implanted. No adverse patient effects were reported.